Manufacturer narrative:
.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving lioresal 2000mcg/ml at 777.5 mcg/day (lot number unknown) via an implantable pump for intractable spasticity and post spinal cord injury. The patient's medical history included a spinal cord injury and a possible autoimmune disease. The patient's concomitant mediations were unknown. On an unknown date in (B)(6) 2016, the patient experienced increased spasticity. The patient felt like he was in withdrawal. On (B)(6) 2016, a dye study was performed and the physician could not aspirate the catheter. The cause was unknown; "maybe a damaged catheter." As of 2016-03-08, the event was ongoing. The patient's status was reported as "alive - no injury." On (B)(6) 2016, a catheter revision was done; the catheter was completely fractured at the spinal section near the entry to the fascia. The complete catheter was explanted and replaced. It was later reported the patient spent the night in the hospital and the dose was reduced to 500 mcg with a bolus at night. They made sure the patient stopped taking his oral spasticity medications as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.